Event description:
During attempted insertion of new line. Swan was pulled back, outside of the sheath. Pt was without pressors briefly, resulting in immediate drop in blood pressure. Pressors connected promptly.